Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified viscoelastic. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported via medwatch a patient ¿developed toxic anterior segment syndrome (tass) following an intraocular lens (iol) implant procedure. Progressive loss of vision was reported. The patient had multiple visits over the subsequent weeks for medications and intra-cameral air bubbles. The lens remains implanted.